Event description:
During a procedure, the blood line ruptured about 3" in from the inlet tubing varilock on the negative side resulting in about a 400cc estimated blood leak. No intervention was required to compensate for the blood loss as this was the hemoconcentrated blood. They were able to hemoconcentrate but with the blood loss they were not able to hemoconcentrate as much as they normally would. There was no patient detriment.